Event description:
It was a shoulder procedure. The 7-797 hyfrecator was in use(10 watts). The patient experienced a shock. The patient may have touched metal. The patient is alleging numbness has resulted in various parts of his body.